Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): when the customer performed the test correctly, the control line on the right-hand side was missing. The customer was able to send a picture of the test cassette. The customer could not open the test cassette to take a picture of the inside component layout.